Manufacturer narrative:
Concomitant medical products: product ID 3708140, serial# (B)(4), implanted: 2013-(B)(6), product type extension, product ID 3708140, serial# (B)(4), implanted: 2013-(B)(6), product type extension, product ID 39565-65, serial# (B)(4), implanted: 2013-(B)(6), product type lead, product ID 37746, serial# (B)(4), product type programmer, patient. Product ID 37754, serial# (B)(4), product type recharger. (B)(4).

Event description:
It was reported the patient¿s implantable neurostimulator (ins) turned off twice on its own one day after implant and again two days after implant. It was noted that the patient used the patient programmer to turn the ins backon. The reporter stated the patient would call the manufacture if the ins shut off again. It was noted the ins had not turned off on its own for seven days. It was further noted that there was no error code on the patient programmer.